Event description:
The user received questionable high phosphorus results for six patient samples, of which the results for five were reported outside the laboratory. All results are in mg/dl. Patient sample 1 initial result was 8.1 and the repeat result on (B)(6) 2011 was 4.5. Patient sample 2 was from a female patient born on (B)(6). The initial result on (B)(6) 2011 was 11.1 and the repeat result on (B)(6) 2011 was 4.3. Patient sample 3 was from a male patient born on (B)(6). The initial result on (B)(6) 2011 was 10.4 and the repeat result on (B)(6) 2011 was 3.6. Patient sample 4 was from a female patient born on (B)(6). The initial result on (B)(6) 2011 was 10.6 and the repeat result on (B)(6) 2011 was 4.7. Patient sample 5 was from a male patient born on (B)(6). The initial result on (B)(6) 2011 was 16.3 and the repeat result on (B)(6) 2011 was 3.7. The patients were not adversely affected. The phosphorus reagent lot number was 62701801. The field service representative determined there was a fluidic failure and carryover from the reagents and reaction cells. He found and replaced defective tubing on the waste, replaced the vacuum pump diaphragm and added probe washes for the r1 and r2 probes. To verify the analyzer operation, the user ran quality control with results within the ranges. The field service representative performed precision testing with results within the guidelines.